Event description:
The manufacturer received information in a relation to a repaired device alleging that the patient passed away. Medical intervention was not specified. The death was reported by the patient's representative the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.